Event description:
It was reported thta during a pci procedure, the maverick otw ptca catheter balloon ruptured at 12 atms on the second inflation. The number of atms reached on the initial inflation is unk. A pin hole ws noticed at the proximal section of the balloon catheter. The lesion being treated is unk. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.